Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater was not holding in maintain or cool modes, and would revert back to standby mode. As a result, an alternate device was employed. The surgical procedure was complete successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The subsidiary distributor for the user facility is requesting a new main board to make repairs to the unit.